Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, low impedance and noise reversion were noted on the rv lead as the lead was malfunctioning. The lead was capped and replaced on (B)(6) 2019. Patient was discharged.